Event description:
It was reported via phone call that the customer was off the insulin pump between 24-48 hours prior to incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 400-500mg/dl at the time of incident without the pump. Customer stated that the insulin pump alarmed button error and has not worked since. Significant event leading to button error or keypad anomaly were observed by pump was exposed to moisture. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive act button due to corroded keypad traces. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test due to unresponsive button. No moisture damage on keypads electronic assembly during visual inspection. Device had minor scratched lcd window, scratched case, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address or serial number label and missing end cap sticker.